Event description:
The customer alleges two sets of backt o back results: 63 vs. 161 mg/dl and 57 vs. 115 mg/dl. No report of an adverse event. Controls were run, values unknown, but check strip failed. Return requested and replacement was sent.